Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) 2017 found that unit loses pressure approx 0.7 min into the wash after sample analysis. Replaced solenoid valves, degassers and installed new vacuum pump. Operation is normal. On (B)(6) 2017 fse phone called the customer, unit is operating without error. Customer states they have been using instrument all day. Operation is normal. The most probable cause of the reported event was a faulty degasser and solenoid valves.

Event description:
On (B)(6) 2017, the customer reported low pressure with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.